Manufacturer narrative:
A ge service representative performed an on site investigation. The b206 board was replaced during the service call. The reported issue is currently under investigation.

Event description:
It was reported that the system would not perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.